Manufacturer narrative:
Analysis of the pump found a feedthru anomaly of shorting across the insulator. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_ascenda_cath, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal baclofen 975 mcg/ml and prialt 9.7 mcg/ml via an implanted pump. The pump's IFU (indication for use) was listed as intractable spasticity. The baclofen lot number was not known to the reporter. On (B)(6) 2015, the patient reported the ptm (personal therapy manager) was not working, and when a bolus was requested a code 8310 appeared on the ptm. Code 8310 represented the pump was in safe state. The pump was alarming. The pump event logs were obtained and the pump was in safe state; the logs were filled with multiple safe state-low battery reset messages. The patient experienced a change in therapy effect specified as pins and needles sensation from her neck to her toes. The pump was programmed to minimum rate mode. Pump replacement options were being considered. Other medications the patient was taking and relevant medical history was not reported. Actions to resolve the issue were not reported. Patient outcome was not reported. Additional information was received from a company representative (rep) indicated the pump was to be replaced on (B)(6) 2015. The rep was instructed on decoupling the ptm; however it was determined the ptm was already decoupled. The ptm had a code "8310". It was suggested to program the new pump out of shelf state with pa settings enabled and then attempting to couple the ptm to the new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.